Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician completed hemostasis with the angio-seal device. The patient rested in bed for eighteen hours. The next morning, when the patient walked the puncture site swelled, and bleeding occurred. Manual compression was applied for one hour and bleeding stopped. On the same day, the patient was discharged from the hospital. A few days later, according to ultrasound scanning, the anchor was not found in the vessels. There was no serious health damage to the patient. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Bleeding occurred out of the procedure room. The patient was hospitalized; however, was discharged. There were no other devices or equipment used with the reported product additional information was received on 17oct2019. The anchor was not found when an ultrasound was performed. The physician thought that there was a possibility of the anchor being in the subcutaneous tissue. There was post procedure distal pulses in the patient's foot. There was no ischemia noted anywhere in the right leg.